Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 1.4, lab 2.7; inratio 2.3, lab 2.p. A new strip lot was sent to the customer to peform some lab correlations. The following results were reported: inratio 2.1; 1.6 (repeat); inratio 1.5, lab 2.0 (hosp); inratio 1.3, lab 1.7 (outpatient lab). Technical support shall request the return of the device for further eval.